Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 6-8 weeks ago, they experienced a fall and believe that it may have damaged one of the leads connected to their ins, but they were not sure. Pt was using different terms; agent tried to clarify and pt confirmed that they were referring to their internal components. During the call, pt was trying to recharge and mentioned that they "feel" something like it's a mushy ball. Pt mentioned that they got it up on 2.5 and it seems to be a little bit slower than the 2.5 because they've had it down to 1.5 all over the board and they would try to stay at 2.5 and see if that would give better results. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they would try to reach out to their managing doctor and see if they were still in the same hospital.

Event description:
Additional information was received from the patient stating information already recorded in this case. Agent tried their best to document as much information as they could because patient was changing topics in the middle of a conversation. Patient then mentioned getting a letter from medtronic (reference number in secure notes). Patient stated the first question was about the serial number of the lead. Patient confirmed that the information on file as far as leads are up to date. Patient then stated the second question was about the outcome of their visit with the hcp since they were redirected. Patient stated they did not visit their hcp yet and they had an appointment with a doctor this coming thursday but it's about their foot. Patient also noted that they were getting a settings not available message on their controller. Agent reviewed meaning of message. Patient then stated that they could feel the implant they and think it could be broken. Agent reviewed that the patient would need to inform their hcp about the issue. Patient stated they have not reached out to the hcp yet and will reach out to them after the call with pats.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).the pt called reporting same events. Pt states they fell and has an appt this next friday and wanted to know if someone can come to appt. Agent sent email to the manufacturer representatives (rep). Agent had a hard time understanding all that was provided during call. Pt states their device inside has to be broken and that's why they would be seeing the healthcare provider (hcp).

Event description:
Additional information was received from the manufacturer representative (rep) . It was reported that the patient (pt) did not have ¿settings not available¿ on his screen. Pt just needed to increase the intensity. Connectivity and impedance were all within normal limits. Pt just reset their intensities as they liked to lightly feel stim. Pt needed higher amplitudes than what they had it set to. Issue resolved in office on 11/21.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.